Event description:
It was reported that the patient was just implanted and the healthcare provider wanted to program a dose adjustment. A pump memory error was noted due to "catheter data invalid". Per the reporter, there were no issues with the patient.

Event description:
It was later reported that the healthcare provider (hcp) did not remember the name of the patient. She indicated that the 8840 issue resolved after they received an updated card. The patient was not affected although he was mad because they could not turn off the alarm until the next day. The hcp thought that the alarm was due to the serial number of the pump not matching what was in the 8840. The pump was reprogrammed the next day. It was later reported that the healthcare provider (hcp) had requested an updated software card. The hcp couldn¿t update a pump during a refill because of the software.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu _unknown_cath, serial# unknown, product type catheter; product ID 8870, product type software. (B)(4).

Manufacturer narrative:
(B)(4).